Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance occurred in the distal end of the marksman catheter. The pipeline had not been placed in a vessel bend when the failure to open occurred. Push and pull was attempted to open the pipeline without success. There was no damage observed to the pipeline pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 7mm diameter. The landing zone was 4.7mm distally and 4.9mm proximally.  Dual antiplatelet treatment (dapt) was administered. The pru level was unknown.  It was reported that during the operation, the tip of the stent could not be opened. When the stent was retrieved, it got stuck in the marksman catheter and was later withdrawn from the body together with the catheter. The surgeon complained and then replaced the stent and catheter. No products allegation  the operation was successfully completed. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex device and marksman catheter were returned within a shipping box and a plastic bio-pouch. The pipeline flex device was returned within the marksman catheter. ¿ visual inspection/damage location details: pipeline flex pusher extending out from within marksman catheter hub for ~48.5cm. No damage was found with the marksman catheter hub. The marksman catheter body and distal tip were found to be in good condition. The pipeline flex braid proximal end was found open and in good condition. The pipeline flex braid distal end was found open, but damaged (frayed). ¿ testing/analysis: the pipeline flex device was pushed out from within the marksman catheter. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ and ¿resistance during retrieval¿ reports could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. Possible causes of ¿resistance during retrieval¿ include patient vessel tortuosity, braid damage, pushwire damage, catheter damage, user does not maintain continuous flush, or incompatible catheter. In this event, it is likely that the damage found with the pipeline flex braid contributed to the reported event. The braid can become damaged if resheathed more than 2 times, over-manipulation, deployment technique, delivering/retracting against resistance, or deploying/resheathing braid against resistance. However, the cause of the reported event and the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.